Event description:
During a vaginal delivery, the single use mayo clamp broke and injured the finger of the ob physician (per report did not require any further medical care). This event did not involve the patient. Reporting for awareness.